Event description:
According to the reporter: occurred during a laparoscopic procedure. The cannula broke. In order to resolve the issue and complete the case, changed the trocar. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. A review of the current complaint data reveals no trend for the reported complaint mode. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.